Event description:
I used renu with moistureloc solution for a few months. I started having pain in both eyes in addition to sensitivity to natural and artificial light, watering eye, burning in eyes.